Manufacturer narrative:
Section d3, g1: updated information, section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device was unremarkable; however, the submitted log files confirmed events consistent with a foreign material, such as thrombus, being ingested into the pump, contacting the rotor, and then passing through the pump. The submitted controller event log file contained events from 11dec2023 through 12dec2023. Intermittent motor instability and harmonic compensation left ventricular assist device (lvad) fault flags were observed throughout the file on (B)(6) 2023, along with rotor noise (rot_noise) and harmonic compensation (hc_ctrl) lvad live info flags. Additionally, increased power resulting in elevated calculated flow estimates was observed during these events as well. These faults resolved approximately 6 minutes after the start of the log file. Based on previous experiences, the recorded rotor noise faults following the decrease in flow, as well as the increase in rotor noise and rotor displacement values, with the power elevations appeared to be consistent with something passing through the pump. No other notable events or alarms were captured. (B)(6) was returned assembled with the pump cable severed approximately 13¿ from the pump header. The distal portion of the pump cable, including the inline connector, was returned in one segment measuring approximately 13¿. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed events consistent with the patient¿s explant procedure. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, implanted on (B)(6) 2023, came out of the operating room with flows in the 4-5 liter per minute (lpm) range at 5400 rotations per minute (rpm). Speed was decreased as the patient's calculated flow based on body surface area was 3.8. After decreasing the flow, the patient had a power spike and speed dropped to 4500 rpm, which was what the low-speed limit was set for. Despite increasing the patient's speed to 5800 rpm, flow was staying in the mid to low 3s. Log file review was requested, and it captured left ventricular assist device (lvad) harmonic compensation faults and lvad motor instability issues. The faults cleared as of (B)(6) 2023 at 14:01:29. Low flow alarms were also observed. It was additionally communicated on 13dec2023 that the pump was explanted, and a pump exchange was performed. It was noted that after the pump exchange, a clot was found on the previous pump and there was concern that the patient was in a prothrombotic state. It was noted by the clinician that flows were in the 2 lpm range, and log file review was requested. The event log file captured routine events post implant on (B)(6) 2023 at 1155 until the end of the data capture on (B)(6) 2023 at 1449. Flows were noted in the 3-4 lpm range.

Manufacturer narrative:
Section a: patient information was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.